Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.0mm x 40mm x 80cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed four times. However, during the fourth inflation at 14 atmospheres for 180 seconds, the balloon ruptured vertically in the middle part. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.